Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer's blood glucose level was reportedly within target range. Reportedly, the customer continued to use the pump for insulin therapy.